Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
The user reported a decrease in hearing performance with the device since may 2018. The user has no awareness of environmental sounds and speech. Re-implantation is considered but no date has been provided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance with the device since (B)(6) 2018. The user has no awareness of environmental sounds and speech. Reimplantation is considered.